Manufacturer narrative:
Updated: outcomes attributed to (B)(4). Correction: type of reportable event corrected from malfunction to serious injury. Correction: (B)(4) or product problem corrected from product problem to reported issue is both a product problem and adverse event (B)(4).

Event description:
It was reported that during an ileal dilatation, a guide wire breakage occurred. The tip of the pt2 guide wire broke and remained in the patient. No attempt to remove the detached part was performed and the patient remained stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an ileal dilatation, a guide wire breakage occurred. The tip of the pt2 guide wire broke and remained in the patient. No attempt to remove the detached part was performed and the patient remained stable.